Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgeon would be calling the patient.

Event description:
Information was received from a trial patient with an external neurostimulator (ens). It was reported that the patient was experiencing a back ache in the area of the lead wire on (B)(6) 2017. The patient changed the stimulation to the left side on (B)(6) 2017 but was not feeling stimulation at all, even if when increased to as high as it would go. The patient was supposed to have the trial device removed the next day.